Event description:
Caller reported cartridge alarm 30, which did not adversely impact the customer¿s blood glucose level. Although the issue did not occur during the load process, the customer experienced cartridge alarms with consecutive cartridges. Technical support confirmed this and decided to replace the pump. The pump was out of warranty, and the caller declined interest in obtaining an out-of-warranty loaner pump, opting instead to discuss options with renewals and using multiple daily injections (mdi) to maintain insulin delivery in the meantime.